Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r86-32, that has a similar product distributed in the us, list number 06r86-30.

Event description:
The customer observed false negative sars-cov-2 igg results for numerous patients on an architect i2000 analyzer. It was noted that the customer had several samples that had results between 0.4-1.39 index (s/c) (<1.4 index (s/c) is negative) that were positive using the roche assay. The customer thinks that the architect results are false negative since 5 of their 67 staff have confirmed pcr positive testing, who were negative for antibody testing >30 days after the positive pcr testing. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and scientific literature. Return testing was not complete as patient samples were not available. Sensitivity and specificity testing were done using an in-house retained kit of lot 16263fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 16263fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer obtained potential false negative results in the range 0.4-1.39 index (s/c) for patient samples when testing was performed using architect sars-cov-2 igg reagent lot 16263fn00. Forty out of eighty-eight of these samples gave positive results when performed on another platform-roche cobas igg + igm method. Additionally, a discrepancy was questioned when 5 out of 67 samples tested gave negative results for architect sars-cov-2 igg but pcr positive results >30 days previously. In this case, the potential covid-19 timeline for the 40 patients with discrepant results is unknown as no date was provided for onset of symptoms or pcr positivity/test date. In addition, no specific patient history was provided for any of the patients. As part of evaluating the consistency of sars-cov-2 igg lots, abbott has conducted comparison studies using a third party manufactured sample set (seracare sars-cov-2 performance panel). This provided a basis for comparison with the roche cobas anti-sars-cov-2 assay, another nucleocapsid based test capable of detecting igg (as well as potentially igm and iga). Testing was performed using five different abbott lots with comparative results showing good lot-to-lot consistency, with the abbott igg assay correctly identifying 10 of 10 positive panel members. The negative panel member tested as negative on all abbott lots. In comparison, the roche assay detected 9 of 10 positive panel members (roche testing performed by seracare). To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Additionally, review of the manuscript bryan et al. 2020. "Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho", j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igg reagent lot 16263fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.